Event description:
It was reported that surgery occurred to explant and replace the ipg, which addressed the issue.

Manufacturer narrative:
This event is not tied to the advisory. Device code updated to reflect the additional information documented.

Event description:
Additional information was received that the elective replacement indicator (eri) message did not clear when the software was updated. It is unknown if the ipg was prematurely depleted. Surgery may occur to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the indicator triggered earlier than intended. Troubleshooting is pending to update the software. The device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.